Event description:
It was reported the lead impedance was greater than 3000 ohms with oversensing of noise that resulted in multiple inappropriate shocks delivered. A lead fracture was also reported. At lead revision, the physician was uable to pass the stylet over down the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead impedance was greater than 3000 ohms with oversensing of noise that resulted in multiple inappropriate shocks delivered. A lead fracture was also reported. At lead revision, the physician was unable to pass the stylet over down the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event. Information received from an attorney alleges "personal injuries as a result of an injury caused by medical equipment".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary ; distal conductor fractured; full lead returned for analysis. Other: it was reported the lead impedance was greater than 3000 ohms with oversensing of noise that resulted in multiple inappropriate shocks delivered. A lead fracture was also reported. At lead revision, the physician was unable to pass the stylet over down the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event. Information received from an attorney alleges "personal injuries as a result of an injury caused by medical equipment". Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, interference, lead(s), fracture of, oversensing, shock, inappropriate.